Manufacturer narrative:
Eval summary: the device involved in this incident was reported as available for eval, but has not been received. Without the actual product, a complete analysis cannot be conducted. The info contained herein is based on the info provided by the initial reporter. It was reported that the physician experienced extreme resistance during removal of the catheter, and the device stretched and broke outside the pt, leaving a small segment inside the pt. Add'l surgery was required to remove the remaining segment. Approx 2 weeks later, the pt developed an infection at the catheter insertion site, and was treated with antibiotics. Based on the info stated in the dfu, the technique used during the removal of catheter may have contributed to the breakage of the catheter. I-flow has prepared several catheter placement guides for different surgical procedures, and a technical bulletin in order to prevent and decrease catheter breaks. Please see the attached technical bulletin for preventing in-situ catheter breakage with the on-q post-op pain relief system. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
Catheter broke when trying to remove it. Pt went in for add'l surgery to remove catheter.